Event description:
This is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return device. Failure event observed during analysis. Final analysis found that the lead was returned in three pieces. The insulation was abraded which exposed the outer coil at 37cm to 38 cm from the electrode tip. The abrasion was consistent with constant friction with another implantable device.